Event description:
An aa4203tl model lens tore while it was being inserted. The lens was implanted and removed with no pt injury or event. The facility stated it was unknown as to why the lens tore. An msi-tr injector and an mtc60c cartridge were used, but the lot numbers are unknown.